Event description:
The manufacturer received information alleging a ventilator was not working. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer had previously reported an allegation that a ventilator was not working. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's interface board was replaced to address the issues.